Event description:
The patient experienced a loss of therapeutic effect. The ¿right side shut off and I¿m not feeling it, shut off 4-5 days ago.¿ the patient lost her programmer so she cannot check her stimulation. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la1674, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).